Manufacturer narrative:
The event was reported to have occurred on an unreported date in (B)(6) 2020. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in a peritoneal dialysis infection, stomachache and cloudy effluent. The breach in aseptic technique was not further described. It was not reported if the patient was hospitalized for the event. The patient was treated with two unspecified cephalosporins (intraperitoneally, doses and frequencies were not reported). At the time of this report, the patient has recovered from the events and dianeal therapy was ongoing. It was not reported if the patient was retrained for proper aseptic technique. No additional information is available.